Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using both ac and dc power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device ran on both ac and dc power for a couple of hours and no unexpected shutdown was observed. The customer's complaint in regard to "unit shuts itself off during use without warning or error message" could not be duplicated. Review of log files showed the device unexpectedly shutting down following the device sleep cycle due to software issue. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event. Corrected data: (model #) updated from "9500" to "23785".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device shuts itself off during use without warning or error message. No consequences or impact to patient was reported.